Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Event description:
Consumer complaint of about erratic blood results. Back to back blood tests performed were 106 and 226 mg/dl. Based on parkes error grid analysis, the bias between the two results is located in zone c. No adverse event reported.